Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03317, for the other associated device info. It was reported to boston scientific corp that two speedband superview 7 multiple band ligators were used during an egd (esophagogastroduodenoscopy) with band ligation procedure on a (B)(6) female pt performed on (B)(6) 2009. According to the complainant, during the procedure, the bands would not fire. The physician used another superview super 7 multiple band ligator with the same result. The procedure was completed with a third speedband superview super 7 multiple band ligator device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).